Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2, reference MFR report#1627487-2016-05747. It was reported during the lead revision on (B)(6) 2016 (reference MFR report#1627487-2016-05478) one of the existing leads was noted as invalid. During the procedure, the physician left the existing leads in place and added a new lead which resolved the issue. Note: both leads are being reported as its unknown which lead contributed to the issue.